Manufacturer narrative:
This report is being submitted as part of the remediation for (B)(4).

Event description:
The customer reported an out of the box failure - oxygen leak. There was no patient and/or user injury.